Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open hemorrhoid surgery, the device did not fire. The stapler did not work at all. Another device from another manufacturer was used to complete the case. There was no patient injury.